Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and currently being monitored due to unknown reasons.

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, elevated metal ions, metallosis, loosening. This is a bilateral claim. Right side complaint: (B)(4).

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 44, code j, taper 18/20, catalog no# 0100181400 ; lot no# 2431252, metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog no# 0100185146 ; lot no# 2445904, femoral stem beaded 12/14 neck taper, catalog no# 00408801126 ; lot no# 60604943. Therapy date : (B)(6) 2016. Additional information was received on (B)(6) 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).